Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set detachment event on (B)(6) 2025 which leads to high blood glucose. The location of detachment was at site. The site location was abdomen. The infusion set tubing was pulled out from the car by the patient. The patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels were 400 mg/dl at the time of admission and got treated with intravenous drip. The patient was in the hospital for less than 24 hours. No further information available.